Event description:
It was reported that (B)(6) 2026, a 22mm amplatzer amulet was chosen for implant using an 12f amulet delivery system. The amulet 22 mm device was deployed in accordance with the transesophageal echocardiography (tee) measurements obtained on the day of the procedure. Due to the patient¿s high bleeding risk and renal failure, warfarin therapy was discontinued immediately following the procedure, and aspirin monotherapy was initiated. At the 45-day follow-up visit, on (B)(6) 2026, a pericardial effusion measuring approximately 15 mm was identified. Although the patient was asymptomatic, pericardial drainage was performed due to the patient living far away from the treating facility. With regard to adverse consequences, no specific procedural cause was identified by the physician. However, if any risk factors were to be considered, the patient¿s ongoing treatment for cholangiocarcinoma and the use of oral steroids were identified as potential contributors. Malignant pericardial effusion was also considered; however, given that the hemoglobin level of the pericardial effusion was 7.9, the condition was considered most likely to be device-related. The patient¿s current clinical status is reported as stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.